Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The investigation into the frayed wire found that the breakage of the strands occurred at the transversely bent cast on the side of the forceps elevator. This was likely due to repeated stress of the forceps elevation. The event can be detected/prevented by following the instructions for use which state: instructions for tjf-160vr operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿inspection of the forceps elevator mechanism¿ ¿inspection for smooth operation¿ visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire do not use the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the air/water cylinder, air/water tube, the adhesive around the objective lens and the adhesive around the light guide lens of the duodenovideoscope had foreign material and the knob wire was frayed and was standing up. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.